Event description:
It was reported via repair work order that the head end lift was working intermittently due to a damaged lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.